Manufacturer narrative:
Device evaluated by MFR: the actual complaint product was not returned for evaluation. The device history record and investigation included a review of the lot complaint history, complaint trend, manufacturing history, non-conformance history, in-process sampling/control data, equipment/calibration, filling/packaging, training records, sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
The consumer reported that while wearing lenses experienced a corneal ulcer. The current status of the consumer's eye is unknown at the time of this report. Additional information has been requested but not yet received.